Event description:
It was reported that a smiths medical capnograph is powering off. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-11174. The report was submitted in error, corrected data: corrected information provided in h10